Event description:
It was reported that the patient was experiencing pain at the mid back incision site. It was also noted that the patient was feeling an uncomfortable stimulation despite reprogramming done. Lead migration was confirmed thru x-ray and high impedances were also noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17186300.